Event description:
Customer has reported device deployment in which the subject was not resuscitated. There is no indication of malfunction, customer requested assistance in downloading post event date, and has reported that device has passed subsequent self diagnostic checks.

Manufacturer narrative:
(B)(4). Event date was advertently erased from device. Issue is being reported in accordance with philips reporting practices for communications involving adverse events.